Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor during prime and insulin was squirting out of the tubing. Customer was disconnected during prime. The drive support cap is protruded and customer did not press it while connected. Blood glucose value was 154 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive suppor disk. The insulin pump was unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker.